Event description:
It was reported that during use with 2 bd preset¿ eclipse¿ there was insufficient blood flow through the device. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the laboratory calls us to report that the syringe is underfilled. This problem has occurred previously with another patient and another caregiver. The syringe is already "open" with the plunger pulled out to 0.5ml. When the needle is inserted into the artery and the space is filled, the plunger does not rise with the blood pressure. If we pull on the piston: risk of moving and leaving the artery. In the end, the quantity is insufficient and the lab can't perform the examination, we have to repeat the sampling. To avoid this problem, I pulled on my plunger before pricking the patient, to "open" the plunger to 0.8-1ml and so, the lab can do the analysis. But if you forget to pull the plunger before, there is a high risk of lack of blood for the lab. This problem had never occurred with the brand of syringe we had before.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.